Event description:
It was reported that a FARAWAVE Nav catheter was used during a procedure. Post-procedure, the patient developed Takotsubo cardiomyopathy with reduced left ventricular ejection fraction. The patient required intensive care unit admission and extracorporeal membrane oxygenation (ECMO). At the time of reporting, the patient remained hospitalized due to the reported complications.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter for Treatment of Atrial Fibrillation with Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.